Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported dissection; however, the failure to advance, additional treatment and hospitalization appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The 2.75x12mm xience alpine referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous and moderately calcified lesion in the right coronary artery. The 2.75 x 12 mm xience alpine stent was implanted successfully. Next, a 2.5 x 16 mm non-abbott stent was implanted. At this point, a distal dissection was observed, but it could not be confirmed if the stents were the cause, or if it was pre-existing. The 2.5 x 15 mm xience alpine stent delivery system (sds) wad advanced for treatment, but could not cross the previously implanted stents. It was then noted that the dissection had spiraled; therefore, the procedure was discontinued. The patient was placed on an intra-aortic balloon pump (iabp), and transferred to another facility. The treatment is unknown, but it was confirmed that the patient is clinically stable. No additional information was provided.